Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter stated that the pump would not advance beyond the verification screen after a routine battery change due to unresponsive keypad buttons. There is no further information available at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are responsive. There was evidence of moisture on the display screen and on the pcb.